Event description:
It was reported to philips that pressing the charge button will restart the device - resulting in self-test failure. There was no reported patient involvement/adverse patient impact.